Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical department with a report that the device malfunctioned. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. No additional information was provided.